Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the first fiber used started to emit laser as an end-fire fiber. A second fiber was opened, and the same problem happened, as it emitted energy from the tip of the fiber like an end-fire fiber. Also, the fiber card was not read by the console and the card from a third fiber was used. Then, a third fiber was tried, and the fiber card was not read by the console. The procedure was completed with another fiber without patient complications. Fiber 1/3.